Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a regular follow-up performed on (B)(6) 2017, one mode switch episode dated (B)(6) 2017 with a duration of 48 seconds was recorded in device memory. However, the atrial autosensing histograms during mode switch did not show any records of detected atrial signals. A message was also displayed, recommending to reprogram the sensitivity threshold from 1mv to 0.8mv. On (B)(6) 2017, when reviewing the patient files, it was observed that some of the recorded "mode switch aai/ddd" episodes showed close an/as and vn/vs markers. Preliminary analysis confirmed the reported behavior. The pacemaker operated as specified.

Event description:
Reportedly, during a regular follow-up performed on (B)(6) 2017, one mode switch episode dated (B)(6) 2017 with a duration of 48 seconds was recorded in device memory. However, the atrial autosensing histograms during mode switch did not show any records of detected atrial signals. A message was also displayed, recommending to reprogram the sensitivity threshold from 1mv to 0.8mv. On june 26th, 2017, when reviewing the patient files, it was observed that some of the recorded "mode switch aai/ddd" episodes showed close an/as and vn/vs markers. Preliminary analysis confirmed the reported behavior. The pacemaker operated as specified.